Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the stomach on a bariatric surgery, the device did not fire. They replaced the device with a new stapler and new load to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. Further inspection noted the pin firing knob was damaged. The unit was disassembled and it was noted the pin firing knob was partially missing the ramp feature. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause was identified as a quality issue with a component obtained from a third party supplier. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.